Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the magnetic sensor met specifications during electrical testing with no short circuits detected and the 10-pin connector eeprom met programming specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During a premature ventricular contraction procedure, a communication issue occurred which caused a delay in procedure. There was no three-dimensional signal from the catheter. The catheter was exchanged to complete the procedure with no consequences to the patient.